Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 4.0x15mm nc traveler dilatation catheter advanced to the left main (lm) coronary artery, unspecified, re-stenosed stent. Pre-dilatation was performed. Following imaging, additional dilatation was recommended. The same nc traveler attempted to re-advance to the lm. Resistance was met with the previously implanted stent and the dilatation catheters tip. After multiple unsuccessful advancement attempts, the device was removed and resistance was met with anatomy. A non-abbott dilatation catheter was used without issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.